Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that while repositioning the right ventricular lead due to a dislodgment, this left ventricular lead dislodged. The left ventricular lead was not repositioned as it was difficult to position this left ventricular lead during the initial implant. No adverse patient effects were reported.